Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill with water and pump was not working. Per follow up received via ibc on (B)(6) 2021, there was no patient involvement, per sample evaluation, it was reported that the level sensor had hairline fracture around the top part of the assembly. Internal tank observed to be dirty during level sensor replacement. Heater observed to be covered in thick slime. One drain valve was blocked, and water was draining very slow, also a lot of slime observed in the port. It was stated that the screen protector was missing.

Event description:
It was reported that the arctic sun device would not fill with water and pump was not working. Per follow up received via ibc on 21oct2021, there was no patient involvement, per sample evaluation, it was reported that the level sensor had hairline fracture around the top part of the assembly. Internal tank observed to be dirty during level sensor replacement. Heater observed to be covered in thick slime. One drain valve was blocked, and water was draining very slow, also a lot of slime observed in the port. It was stated that the screen protector was missing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be inadequate maintenance and cleaning. However, this cannot be confirmed. The device was evaluated upon receipt. One drain valve blocked, water was draining very slow, and a lot of slime observed in the port. The blocked drain valve on the circulation tank side was replaced. Device passed calibration, functional testing, and est. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The instructions for use were found adequate and state the following: chapter 7 ¿ maintenance and service cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. Replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. The actual/suspected device was inspected